Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient, the reason for deployment is not provided . At some time post filter deployment, it was alleged that the filter tilted and struts perforated outside the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Post deployment, a computed tomography of abdomen was performed for inferior vena cava filter check. The study showed that the filter tip lies at 2.3 cm caudal to the right renal vein ostium. There was a significant tilting to the right and the cranial tip of the filter abutting the right wall of the inferior vena cava. There was a perforation on the inferior vena cava wall at 2 o¿clock, 3 o¿clock and 4 o¿clock position and two of the perforated struts abuts the aorta wall. No retroperitoneal hematoma was present. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient, the reason for deployment is not provided. At some time post filter deployment, it was alleged that the filter tilted and struts perforated outside the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.